Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se inspected the device and replaced the compressor kit. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, while in use on a patient an 840 ventilator had a compressor inoperative. There was no report of patient harm as a result of the reported event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.